Event description:
Injury (patient / other): no. Product possibly involved in violation: no. Product available for examination: yes. Detection site: 2 - on application. Origin: patient. Complaint: valve blocked. Additional information: description of issue (what / why): valve blocked. How often occured defect: once. Medical intervention (other than first aid): no. Needle/probe stick: no. Other actions taken: no. Safety issue: no. Issue resolved: yes. How issue resolved / additional information: valce change photo / sample available: yes. Safety valve broken/damaged/disconnected: yes. Safety clamp open, when valve broke/damaged/disconnected: no. Safety valve nose broken / damaged: no. Locking tab broken / damaged: no. Leakage: yes. Successful drainage: yes. Impact to patient: no indication for that / not applicable exposure to blood / bodily fluid: no. Course of treatment changed due to event: no. Time catheter in place: 06.12.2023. Connected device (pleurx/peritx/brand) 50-9050a. Procedure performed by: ewimed employee. Procedure performed at: home. Replacement requested: no. Credit requested: yes. Information on the error pattern: fault location: valve defect type: impermeable additional information received from the customer: is there a sample available showing the reported issue? Contamination status unknown. Please provide lot number associated with reported issue. Unknown. Was there leakage? - no. Where did the leakage occur? Is this at the access tip and the catheters valve?- valve was blocked. Was leak observed at the insertion site? - not known. Was the valve occluded? - not known. If yes, was the occluded valve was the cause of the leakage? - yes.

Manufacturer narrative:
Pr (B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a050401. Patient problem code: f26.

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: two photos samples were received by our quality team for investigation. Upon visual inspection, it was observed that the access dilator and valve, the dilator does not appear to be fully seated within the valve. Without the samples we cannot confirm definitively that the valve cannot be fully accessed or if there is occlusion. We are also unable to confirm the leaking failure, as the photos do not show evidence of leakage; therefore, the reported failure mode was not confirmed. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
Injury (patient / other): no. Product possibly involved in violation: no. Product available for examination: yes. Detection site: 2 - on application. Origin: patient. Complaint: valve blocked. Additional information: description of issue (what / why): valve blocked. How often occured defect: once. Medical intervention (other than first aid): no. Needle/probe stick: no. Other actions taken: no. Safety issue: no. Issue resolved: yes. How issue resolved / additional information: valve change. Photo / sample available: yes. Safety valve broken/damaged/disconnected: yes. Safety clamp open, when valve broke/damaged/disconnected: no. Safety valve nose broken / damaged: no. Locking tab broken / damaged: no. Leakage: yes. Successful drainage: yes. Impact to patient: no indication for that / not applicable exposure to blood / bodily fluid: no. Course of treatment changed due to event: no. Time catheter in place: (B)(6) 2023. Connected device (pleurx/peritx/brand) 50-9050a. Procedure performed by: (B)(6) employee. Procedure performed at: home. Replacement requested: no. Credit requested: yes. Additional information: information on the error pattern: fault location: valve. Defect type: impermeable. Additional information received from the customer: is there a sample available showing the reported issue? Contamination status unknown. Please provide lot number associated with reported issue. Unknown. Was there leakage? No. Where did the leakage occur? Is this at the access tip and the catheters valve? Valve was blocked. Was leak observed at the insertion site? - not known. Was the valve occluded? - not known. If yes, was the occluded valve was the cause of the leakage? - yes.